Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the detached cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the patient removed the clear plastic cover of the pod and the pod cannula came out attached to the cover instead of remaining in place. No impact to the patient's glucose level was reported and the pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
Upon review of the additional information received on april 1st, 2026, a correction supplemental is being submitted to update b5, h6 and h11. According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the patient removed the clear plastic cover of the pod and the pod cannula came out attached to the cover instead of remaining in place. No impact to the patient's glucose level was reported and the pod was not worn. As treatment, a new pod was applied. Additional information was received on 01-apr-2026 that it was clarified that "the blue cannula came out with the plastic cap and it wasn't meant to", therefore, the alleged issue was the needle deploying early before the patient was able to use the pod.